Event description:
A report received from (B)(6) stated an 840 ventilator experienced an error code that rendered it inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the analog interface (ai) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed according to manufacturer specifications. (B)(4).